Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline and the users were unable to turn the machine back on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The customer stated that the user did not have a device under that name and additionally verified via health sight viewer (hsv) that no device was offline. The system functioned as intended after the field service engineer investigated the issue.